Event description:
Customer stated that switch caught on fire.

Manufacturer narrative:
The user reported that she saw smoke and then a burn mark. Upon further investigation, we found that the cord had been severed by an external source. Our investigation shows the sparking occurred as the cord was removed. Upon further investigation we found: poly cover dirty or stained, FDA: cord cut/burned other location, switch ok, pad bunched, bent/broken lead, bent/broken thermostat, thermostat discoloration, pad dirty or stained. Based on the overall condition of the pad, we concluded that the heating pad was not used in accordance with our instructions.